Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, particles inner the device, broken on posterior, missing shell (0-25%) and wear abrasion. Leak test and microscopic analysis was performed which identified, crease smooth opening on anterior, and striated broken on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease smooth on posterior assessed, as fold flaw opening. Striated pattern of broken assessed, as surgical damage. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.